Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that the 980 ventilators had a "power-up issue". The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp found the issue occurred due to primary battery not having any charge and instructed the respiratory therapist (rt) to have the vents plugged into alternating current (ac). Additionally, sp found unit failed extended self test (est) circuit pressure test due to inspiratory autozero solenoid error and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. A visual inspection was carried out on the returned ifm pcba, no anomalies were observed. The part was attached to the test ventilator and powered up but failed extended self test (est) circuit pressure test with ¿inspiratory autozero solenoid not operational¿ message. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. The cause of the power up issue was due to unintended use error of battery which wasn't charge enough. Additional issue of est circuit pressure test failure was isolated to faulty so1 on the ifm pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 980 ventilator had a "power-up issue". The ventilator was not in use on a patient at the time of the reported event.